Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that plastic guide in the electrical connector broke off. A component in the printed circuit board (pcb) was burned up. A part in the radio frequency (rf) digital was cracked and the touch screen was dented likely caused from the stylus. The programmer was repaired and passed all functional incoming tests thereafter. Laboratory analysis was able to confirm the allegation.

Event description:
Boston scientific received information that the universal serial bus (usb) ports of this programmer was not working. This programmer will be returned. No reported patient involvement.